Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
In both cases, when checking the resection numbers with the planar probe, the values displayed in the CT view were inaccurate. This resulted in a 2 mm gap between the bone and the femoral implant (press fit) on the anterior chamfer cut. Tka. Complaint # 2.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding inaccurate bone resection during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 165 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding poor implant fit. There were other reported events for the listed catalog number (pr 1537088, pr1419895, pr1427242, pr1440996, pr1407370, pr1419895, pr1427242, pr1433496, pr1443555, pr 1449671, pr1516994, pr1528344, pr 1549560, pr 1748126, pr 1765984, pr 1757777, pr 1748590, and pr1910116). Conclusion: session data from the case was reviewed. Areas of investigation included CT landmarks, implant plans, array shifts, and bone registration. The data at this time shows that the mako robotic arm operated as expected. No system defect or malfunction is suspected. A review of cutting tool location revealed that the burrlist remained on plane according to the system¿s visibility.

Event description:
In both cases, when checking the resection numbers with the planar probe, the values displayed in the CT view were inaccurate. This resulted in a 2mm gap between the bone and the femoral implant (press fit) on the anterior champfer cut. Tka. Complaint # 2.